Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary no product was returned. Peripheral artery dissection: the cause of the injury was unable to be determined due to insufficient clinical details. Thrombosis: in order to make a cause determination, the clinical details would have to be provided. The cause of the injury was unable to be determined due to insufficient clinical details. Clinical review: implant/ explant date unknown. Impella cpc9+ inserted. No filling defect prior to explant. However, post explant and closure device deployment, there appeared to be a new flow-limiting lesion in the common femoral artery at the level of the access closure. Contralateral access prior to explant allowed an angiogram runoff and sequential 6mm and 7mm pta catheter inflations at the level of the closure, post-closure. Flow was restored and zero extravasation documented. Iliofemoral vessels were very diseased, and I want to get a runoff and make sure we did not cause any damage during impella insertion. Device history review ==> device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The patient was placed onto impella cp support for an unspecified condition. Post-explant and closure device deployment, there appeared to be a new flow-limiting lesion in the common femoral artery at the level of the access closure. Contralateral access prior to explant allowed an angiogram runoff and sequential 6mm and 7mm pta catheter inflations at the level of the closure, post-closure. Flow was restored and zero extravasation documented.